Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/05/2025, the patient reported leaking issues after attempting a cartridge change. The patient replaced all supplies but continued to experience leaks. The patient noted the needle packaging looked different, and the syringe was smaller. They also mentioned mixing cartridges. Agent reviewed proper cartridge filling/replacement steps. The patient confirmed they are not reusing cartridges, do not overfill, and connect properly after rewinding and placing the cartridge. Agent requested an RMA replacement for the leaking cartridges. Blood glucose was not affected by this event. No symptoms experienced by the patient during the event and no medical intervention required.